Event description:
It was reported during a orif procedure on a metacarpal the mini quick connect wobbled on the end of the drill. Drill bit was securely held. Procedure was extended 5 to 10 minutes. Procedure completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. The device was received with no visible damage. The device passed functional testing. Could not duplicate the reported issue.